Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen fell down, and the touchscreen was not functioning. The programmer is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Analysis was able to confirm that the programmer touchscreen was broken. The programmer was scrapped. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.